Manufacturer narrative:
Integra completed its internal investigation 01/19/2016. The investigation included: method: DHR review. Results: the DHR of the mentioned products was reviewed. No anomalies have been reported. No ncr or any variances were associated with this lot. The lot met the specification at the time of release. Conclusion: since the product was not returned for evaluation and due to lack of additional information available after several documented attempts, failure analysis or root cause analysis can not be determined at this time. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The licox monitor has read the licox probe. However, the board was torn and when they inserted it again in the monitor, there was no ptio2 (brain tissue oxygen pressure) value. They changed the licox monitor and the cable but there was still no reading of ptio2 with this board. The was no patient injury reported but they implanted a new probe in the patient. The new probe was used with another licox monitor. The event lead to an increase of time but (length of time unknown). Additional information has been requested.